Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: maude report #mw5111811.

Event description:
Consumer's husband reporting false positive sars result for 1 asymptomatic consumer (wife of reporter). The consumer's husband communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing.